Event description:
It was reported by service report that the power cord was found to be missing the ground prong as well as loose power prongs. The timing linkage was reportedly found to be bent and not allowing proper upward motion of the siderail. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.